Event description:
It was reported that during initial implant procedure, patient's right ventricular (rv) lead exhibited high capture threshold. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.